Event description:
It was reported that there was far-field r-wave oversensing. The atrial lead remains in use. No patient complications have been reported as a result of this event. The patient was noted to be part of the block hf study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 419488 implantable pacing lead, (B)(6) 2007; 694765 implantable tachy lead, (B)(6) 2007. (B)(4). Lead remains in use.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.